Manufacturer narrative:
(B)(4). Device manufacture date: december 22, 2015 - december 23, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The reporter stated this was discovered during the unpacking of the shipping carton. Approximately 3 ml had leaked from the infusor, but was contained within the over-pouch. There was no patient involvement. No additional information is available.